Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history review. A product sample was received for evaluation. Performed functional check. Customer's reported problem was confirmed. Found an operatable downstream occlusion sensor which caused the won't alarm, cassette removal issue. The root cause of the reported issue is unknown. However, the downstream sensor was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump would not alarm at cassette removal. No adverse effects were reported.